Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank transformer and the igbt assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.